Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a decrease in pacing impedance followed by a vibratory alert was observed on the right atrial (ra) lead. Furthermore, episodes of noise resulting in oversensing were noted on the ra lead. Diagnostic imaging was performed and revealed no anomalies, therefore, no intervention has been performed at this time. The patient was stable and will continue to be monitored.